Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was received with physical damage noted. The sr8 was powered on at 67% battery life and ran for around ten minutes on battery power before shutting down with 64% battery life still on the scanner. The root cause of the reported issue is the internal battery failed. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sample evaluation confirmed battery abrupt shutdown.